Event description:
It was reported that the left ventricular lead was not capturing at maximum output in bipolar or uni-polar configurations. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was not capturing at maximum output in bipolar or uni-polar configurations. It was further reported that the lead was electrically abandoned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.